Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 187 mg/dl, compared with the sensor glucose reading of 195 mg/dl. The customer also reported receiving a cal error alert and a change sensor alert. The customer was advised that the sensor would be replaced, and to return the malfunctioning sensor back for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used partial enlite sensor. Performed continuity and bicarbonate buffer test and the sensor failed per specifications with high readings. Unable to confirm needle complaint due to the customer not returning the insertion needle.